Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that a customer went to peel the tape from the sensor and states the whole sensor came out. Customer states it has never done that before. Customer states she waited for 10 seconds to make sure the adhesive sticks. The patient's blood glucose was at 416 mg/dl. The customer was sent a new sensor. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that it was functioning properly and passed all functional testing. Unable to confirm packaging anomaly complaint due to customer did not return original box.